Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for potassium on a cobas b 221<6>=roche omni s6 system (b221). No units of measure were provided for the potassium assay. The sample initially resulted with a value of 7.80. The sample was repeated on a second b221 analyzer, resulting as 4.02. The sample was repeated again on the original b221 analyzer, resulting as 4.21. No adverse events were alleged to have occurred with the patient. The potassium electrode lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The customer uses common syringes and heparinizes them with a 1:10 dilution of 5000 iu/ml heparin before sample extraction. The field service engineer identified pre-analytic issues with sample collection. The investigation was unable to find a definitive root cause.